Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.